Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor burst during filling. The device was filled with 10ml of nacl and 30ml of 5-fu. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured december 2, 2016 ¿ december 3, 2016. The actual device was not available; however, a video of the sample was provided for evaluation. During visual examination of the video, liquid inside the device housing was observed, verifying the ruptured bladder. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.